Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5; g3; h2; h6 and h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer called olympus technical assistance support (tac). Tac informed the customer that the olympus cart should be connected to its own outlet. Having too many devices connected to the same power strip was likely exceeded the power output for one power strip and circuit. Tac advised the customer to reach out to their biomed department and asked to setup it up in a different manner, where the olympus cart and the orbeye are connected to different outlets, and if possible confirmed that they in different circuits not exceeding the amperage rating of outlet. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The reported no image happened during endoscopic retrograde cholangiopancreatography (ercp).

Event description:
It was reported the video system center had lost image during therapeutic procedure temporarily. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.